Manufacturer narrative:
Reporting institution phone number - (B)(6).

Event description:
It was reported that the ventilator had an error code indicating backup alarm failed. The issue occurred prior to use. Another unit was used and there was no delay to therapy. The local representative retrieved the unit and was not able to duplicate the issue. The manufacturer¿s international service technician could not duplicate the reported issue; however, the error code was confirmed in the ventilator diagnostic logs. The manufacturer¿s international service technician replaced the central processing unit (cpu) preventively to address the reported problem. The unit was checked overall, run-in and functionally tested, and cleaned. No further abnormality was found.

Manufacturer narrative:
A central processing unit (cpu) was returned for analysis. An investigation was performed, and the product analysis technician reported that the root cause was due to a component failure of the annunciator. The customer complaint is verified. The root cause is a failure of annunciator ls1.